Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of failure to decouple was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The catheter adapter and shield tip could be removed on both samples. No abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port needle disengagement (removal) was difficult it was reported that after the puncture, when customer tried to remove the needle, it did not come off the catheter hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.